Event description:
It was reported that the patient was found at home unresponsive by a family member. The patient was started on hypertonic saline and antiseizure prophylaxis. Over the hospitalization the patient did not have signigant improvement in mental status. Based on the patient's prior wishes expressed by the family withdrawal of artificial support was pursued. They passed away due to intraparenchymal hemorrhage. The cause of the intraparenchymal hemorrhage was unknown. There was no mechanical fall of the patient or stroke. There were no changes to anticoagulation status. The death was not considered to be device related. The device operated as expected. The device was not returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.